Event description:
The customer reported obtaining erroneously low na (sodium) results for six (6) patient samples involving the unicel dxc 600i synchron access clinical system. The erroneous results were reported out of the laboratory but when the issue was noticed, the customer recalibrated the instrument and repeated the samples. The customer obtained higher na results on repeat and issued amended reports. There was no change or affect to patient treatment in connection with this event. The customer alleged that after noticing the low patient results, the qc (quality control) results were also low. However, a review of the provided qc data does not indicate as such and the qc data provided was within the laboratory's established ranges.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and noted that the ise (ion selective electrode) tubing showed signs of contamination. The fse replaced the ise tubing, cleaned the flowcell, and replaced the carbon bridge. The fse also cleaned the residue from the eic (electrolyte injection cup), replaced the mc (modular chemistry) sample probe wash collar, and performed alignments. Instrument's performance was verified per established procedures and results met published specifications. Failure mode is unknown as multiple parts were replaced and actions taken to resolve the issue.